Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "e48622". No adverse effects reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The reported problem was verified. The pump was found to be displaying "42221 and 48622" error codes alarm messages during the investigation. The "error 48622" issue was caused by faulty microprocessor unit board. A microprocessor unit board will be replaced.